Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was observed to be flared/opened during insertion into the sheath with resistance encountered. The device was withdrawn and reinserted; however, it could not be used and was not deployed. There was no reported patient injury. The device was intended for use in a transarterial chemoembolization (tace) procedure, and preparation was performed normally in accordance with the instructions for use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.